Event description:
It was reported during the scs trial procedure, the physician experienced difficulty with getting the needle in and subsequently advancing the lead due to patient anatomy. Due to these difficulties, the physician decided to abort the case and removed the lead. Further follow-up indicated the patient had an epidural hematoma two days post procedure. The physician performed a decompressive laminectomy to remove the hematoma. The patient is doing well. It is unknown if the patient was symptomatic before treatment.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.